Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation of the device revealed that the right ventricular lead was oversensing noise. The lead was reprogrammed to address the oversensing. Lead replacement was also discussed but did not occur. The patient was in stable condition, and it is unknown if the patient was symptomatic to the event.